Event description:
The reported issue (¿pigtail interface¿ broken) was identified after the intended procedure was completed using the subject device. There was no impact to the procedure/patient associated with the reported issue.

Manufacturer narrative:
Correction: this report is being supplemented to provide information that was inadvertently left out of the initial medwatch and the supplemental medwatch. Information provided in b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation results and the legal manufacturer's final investigation. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (pigtail interface broken) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. The device's instruction manual provides the following warnings which may help to prevent the issue: ¿-do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. -store the equipment in the level position in a clean, dry, and stable location.¿ in addition, service found the top cover and the bottom chassis were corroded. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the "pigtail interface" was broken. There was no patient injury, associated with the problem, reported to olympus.